Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. This would prevent the cine function from operating. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, or damaged vasculature. There is no death or injury reported.

Manufacturer narrative:
A ge rep evaluated the system and found the cine function had been turned off. The ge rep re-activated the cine function. The system operates as intended.